Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 28.2 mmol/l. The customer treated with manual injection customer's blood glucose value was 5.3 mmol/l at the time of the call. Customer reported that no bent cannula on infusion set, displacement test was performed and passed. Unable to perform high pressure test due to no tubing clamp available. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to have his healthcare professional checked the insulin pump settings. The product was not returned for analysis. Additional device related incidents: insulin pump (308525550 ) infusion set (308525567)